Event description:
It was reported that the patient was experiencing allergic reaction from the device. It was also noted that the patient broke out in bumps and rashes all over the body after being implanted. The patient was provided medical intervention.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer was made aware.